Manufacturer narrative:
No samples were returned and no lot information was provided. Customer refused to supply additional requested inforamtion. The hospital changed to a product with a larger bolus tip, which is less likely to cuase a pneumothorax. Additional information in the form of article reprints was forwarded to the reporting hospital. Without their cooperation, co is unable to pursue this investigation any further. Please note that this report may be based upon information not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of its products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned. Reference MFR. Complaint # ar1997-10-27-219. One used sample was returned. No defects were found. No occlusions were observed. Mfg examined the sample and checked the lot history and found no problems. The problem of blanching/bluing of extremities during the use of uvc's is well documented and is discussed in our labeling. Customer removed the catheter and the condition resolved itself. This is not a product problem, but is related to the size of the catheter relative to the baby's anatomy.

Event description:
Customer reports, an argyle uvc was inserted for arterial access on 10/18/1997 at 00:45. On 10/19/1997 at 23:30 the toes on right foot turned blue and then while & very cold. Warm compresses for 20 minutes were unsuccessful. The catheter was removed. Within 20 minutes the baby's color returned to normal. The pt was being treated for respiratory distress syndrome. The hosp suspects that arterial spasms or obstruction or thrombosis may have occurred.